Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit display was not clear. There was no patient involvement.

Manufacturer narrative:
Submit date: 2018-01-12. An evaluation of the kangaroo pump was performed and the customer stated the display is not clear.¿ the unit was triaged and the customer¿s reported condition was confirmed. Display was defective and replaced. The unit was cleaned and sterilized equipment as per manufacturer specifications. A review of the device history record shows that this unit was manufactured in 2012 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.